Manufacturer narrative:
A ge oec service representative investigated the issue and the 5 volt low power supply below the threshold and it was adjusted above 5 volts for proper function. All pcbs were also re-seated and the connectors cleaned. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system would lock-up during exams. System had uncommanded re-boots.